Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller error (yellow alarm) has been completed. Log lines indicate a serial communication error that could potentially be involved with an issue of the pbm. Console was brought in house for service and upon first boot, complaint cause was reproduced. Console booted with "system self check error." Console was opened, and a visual inspection of the interior was performed. Connections were checked and observed to be ok. Console was dismantled and further inspection of components was performed. Pbm was taken out of console and after a visual inspection, a visible burn mark on the bottom of the board was observed. This burn mark is located on a track leading to component l38. Complaint cause is due to a malfunctioning pbm. The root cause of the pbm malfunction could be due to a short that caused the burn seen on the bottom of the board. However, without sufficient evidence, the root cause of the pbm malfunction is utd. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm. There was no reported patient involvement.